Event description:
After initial placement, the 110-4l icp catheter was reading numbers over 200 without a waveform. It gradually decreased to correlate with a competitor's icp number; however, the icp waveform never appeared. The time it took to correlate with the other icp catheter was approximately 30-45 minutes. Regardless if there was another icp monitor, the time frame to read accurately is unacceptable. The patient succumbed to his traumatic brain injury and the catheter was discarded.